Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a 6-inch (15 cm) monitoring extension set developed a crack during use, resulting in an estimated blood loss of 10¿15 ml. The arterial line was immediately removed. There was patient involvement with no injury reported.